Manufacturer narrative:
Through review of medical records, this (B)(6) male with hx of avr in 2014 was asymptomatic for a total of about 2 months and then started becoming short of breath with fatigue as before his previous operation. Velocities by echo started to increase and he was referred for redo surgery. Patient was admitted and underwent scheduled redo sternotomy and avr. It was found that his valve itself looked good. However, underneath the valve there was significant pannus formation that obscured the opening and would make a stenotic that would be consistent with these symptoms. A 23mm intuity was implanted which has a subannular cuff which hopefully will prevent this. After the procedure, it was discovered there had been a leak in the sterile irrigation system and the plastics that covered that basin has had a hole in it and that really had leaked into the basin. Patient chest was re-opened and mediastinum irrigated with abx solution. Patient was returned to the ICU. Broad spectrum abx started. Patient extubated that evening, delined and detubed as indicated. Mobilization and diuresis. Prolonged stay in the ICU due to hypertension and nicardipine requirements. Patient was deemed appropriate for discharge to home with home health and continued IV abx on pod 8.

Manufacturer narrative:
Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Follow up is in progress regarding the availability for this device for return. At this time, no response has been received. If new information is received or the device is returned for evaluation, a supplemental report will be submitted. The edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
It was reported that this valve was explanted due to aortic stenosis after an implant duration of the two (2) years and seven (7) months. Per obtained information, the patient had a congenital bicuspid valve at the time of his first surgery. Over the past two years he has had symptoms of shortness of breath. Pre-op echo demonstrated velocity of almost 4.0 and peak gradient of 14 mmhg. Intraoperatively the valve was explanted and it was noted that it looked perfect! No calcification or problems with the leaflets. Upon further inspection through the leaflets, it was identified that pannus had grown and caused sub-annular stenosis and was causing the patient his problems. The valve was explanted without a problem and a new 23 mm pericardial valve was implanted. The case was noted to have gone well.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform distortion around leaflet 3. Serrated markings were observed on leaflet 1 near commissures 1 and 2, and on leaflet 2 near commissures 2 and 3. The wireform was exposed on commissure 2, near leaflet 1 at the outflow aspects, and on the side of the valve near leaflet 1. The sewing ring was cut near commissure 2. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Customer report of sub-annular stenosis could not be confirmed through visual observations. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event.